Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex blue line ultra suctionaid tracheostomy tube cuff deflated after more than one day of use. The customer assumed the tube was tested prior to use. No patient injury was reported.

Manufacturer narrative:
One used portex® blue line ultra® suctionaid tracheostomy tube was received for investigation. The device was received with two 9.0mm inner cannulas and inside a plastic bag without the original packaging. Visual inspection of the returned device found that the device appeared to be in good condition. During functional testing, the device was submerged in water and then a syringe was used to inflate the device cuff with air. Bubbles (indicating a leak) were observed escaping from a 0.3mm long clear tear; the appearance of the tear was found to be consistent with the device coming into contact with a sharp tool. The device was removed from the water and the cuff was re-inflated; however, the device deflated after a few seconds. Investigation determined that the root cause of the cuff tear to be the use of the device in a manner which was inconsistent with the device instructions for use. (B)(4).